Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support the patient was receiving albumin and volume for suction due to low central venous pressure. Suction resolved slowly. The following day it was reported that heparin with held due to gastrointestinal bleed. Later it was reported that care was withdrawn and the patient expired.

Manufacturer narrative:
B.2 added selection as it was inadvertently omitted from the initial report that was submitted. B.3 revised date of event as it was entered incorrectly on the initial report that was submitted. B.7 information was added as it was inadvertently omitted from the initial report that was submitted. D.7a revised as it was entered incorrectly on the initial report that was submitted. E.1 added address line 1 as it was inadvertently omitted from the initial report that was submitted. H.6 revised medical device problem code since the initial report was submitted. The investigation has been completed. Pump suction: no product was returned. Clinical information reported the patient received albumin and volume for suction overnight due to low central venous pressure and suction slowly resolved. The data logs confirmed suction alarms and showed no other related log abnormalities related to issue such as positioning alarms or ingestion signatures. The cause of the issue was likely patient condition related as evidenced by issue resolving after volume administration and no data log abnormalities. Major bleed: clinical information reported heparin was on hold due to a gastrointestinal bleed. The cause of the clinical symptoms could not be determined as insufficient clinical details were provided. The device history review was completed and the pump passed all post sterile inspection checks.